Event description:
Healthcare professional (hcp) reports one incident of blood leak with the psn 210 dialyzer. Incident occurred twenty minutes after initiation of treatment. Blood leak was noted on leak alarm and verified with positive hemastix. Blood was not returned to the pt, with an estimated blood loss of 250-300cc. Treatment was resumed with new disposables and completed without further incident. No pt injury or medical intervention reported per hcp.